Event description:
Info received that the head up was not working on this bed. No injury alleged.

Manufacturer narrative:
Technician isolated the problem to a stuck CPR valve, causing the head up not to function. Replaced the CPR valve to resolve this issue. Bed located in bed shop.